Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a missing sensor wire. The sensor was inserted at the abdomen on (B)(6) 2019. No product problem and probable cause could not be determined. No injury or medical intervention was reported.